Manufacturer narrative:
(B)(4). Occurrence date: the onset of the peritonitis was not specified, but it was reported to have occurred within the past 3 or 4 months. If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set, (B)(4) addresses the minicap report and (B)(4) addresses the titanium adapter report for this patient.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis event was not reported and the treatment was unknown. The patient outcome was also unknown. Additional information was requested, but was not available at this time. This is report 1 of 3.